Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had received an alert due to low lead impedance. The patient was seen in clinic and no other anomalies were observed. No changes were made and the patient would be monitored.